Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure the site had an image orientation issue. It was stated that the camera image was upside down. The site replaced the endoscope and undocked the robot, rebooted the robot, and redocked and the image orientation issue was resolved. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive an endoscope that was used during this reported procedure. The endoscope was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle one-third of the endoscope cable. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope cable connector was visually inspected and found with costumer labels/marks. During inspection of the endoscope cable connector, the housing exhibited customer labels or marking added. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction. The probable root cause of the reported second endoscope issue is attributed to improper customer setup. Based on the isi technical support engineer's (tse) notes, the issue was due to an improperly seated endoscope.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated with the related complaint and completed investigations. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The endoscope displayed color bars in left eye. The endoscope was visually inspected and was found with a crack at the distal window. During inspection of the endoscope cable integrated connector, the cable integrated connector it was noted the housing exhibited discoloration. In addition, the endoscope was found with damage to the button pack assembly. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing, and it was found the shaft bearing was contributing to the friction. The endoscope failed the cable testing due to defect.